Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most proximal stent row were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30x2.5mm, eccentric, de novo target lesion containing a <45 degree bend was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 2.50x32mm promus element ¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the proximal part of the stent was deformed. The physician then performed rotablation to treat the lesion with a 1.5 burr for three times, followed by predilation of the lesion, and another 2.50x32mm promus element ¿ plus stent was implanted. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed, 30x2.5mm, eccentric, de novo target lesion containing a <45 degree bend was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. Following predilation, a 2.50x32mm promus element plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and the physician noted that the proximal part of the stent was deformed. The physician then performed rotablation to treat the lesion with a 1.5 burr for three times, followed by predilation of the lesion, and another 2.50x32mm promus element plus stent was implanted. No patient complications were reported and the patient's status was stable.